Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
According to the complaint description, the device alarmed with code tf5505. Ventilation continued without interruption. No intervention was necessary, and no adverse health consequences to the patient were reported.